Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf impact code f2202 captures the reportable event of an endoscopic procedure. Imdrf impact code f08 captures the reportable event of hospitalization or prolonged hospitalization. Imdrf impact code f1001 captures the reportable event of procedure cancelled/rescheduled - post sedation/sedation. Imdrf device code a150208 captures the reportable event of snare loop entrapment.

Event description:
It was reported to boston scientific corporation that a sensation snare was used in the colon to remove polyps during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the snare was closed around the polyp but was unable to reopen. It tightened around the polyp stalk and could not be loosened. The patient was subsequently transferred to another hospital for general surgery. There, the loop was removed using a proctoscope in a separate procedure. The proximal handle was cut off, and the snare was manipulated to loosen the wire. There were no patient complications reported as a result of this event.